Event description:
It was reported that the patient's communicator displayed a red call doctor icon. Review of the device data revealed that the implantable cardioverter defibrillator (ICD) alerted for high out-of-range shock impedance. No adverse patient effects were reported and the ICD and right ventricular lead (non-boston scientific product) remain in service.